Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose (bg) level was 525 mg/dl. Reportedly, the customer administered a manual injection to address bg level. Customer declined to perform further troubleshooting with tandem technical support. Customer continued to use the pump for insulin therapy. No additional patient or event information was available.